Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the device was unable to be interrogated due to physical damage. It was noted the device exhibited premature battery depletion due to high current draw from the hybrid. The root cause of the high current draw was due to a damaged radio frequency module from physical device damage.

Event description:
This report is to advise of an event observed during analysis.